Event description:
A consumer reported that their thermometer had allegedly given multiple false negative readings on their 4-year-old daughter. The child was recently seen by a doctor (for reasons unrelated to the alleged device malfunction), where they compared the consumer's thermometer with a professional device. At this time, the bnt300 device allegedly gave a reading that was 2°c lower than the professional unit (model unknown). The child was diagnosed with crohn's disease. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.